Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I had surgery on wednesday too') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced rheumatoid arthritis ("ra"), adnexa uteri pain ("boat loads of pain in ovaries") and arthralgia ("my hip, knee or something hurts") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the medical device removal, rheumatoid arthritis, adnexa uteri pain, arthralgia and weight increased outcome was unknown. The reporter considered adnexa uteri pain, arthralgia, medical device removal, rheumatoid arthritis and weight increased to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: ovarian pain, medical device removal, arthralgia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: fu2 and 3 processed together: social media received: serious incident I had surgery on wednesday too added along with other non serious events boat loads of pain in ovaries, my hip, knee or something hurts, weight gain added. On 20-mar-2020: fu2 and fu3 processed together. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation was provided in a supplementary report.